Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code reappears, which the customer acknowledged and understood.